Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, when the surgeon fired the third staple reload into the stomach, the staples and buttress material did not form correctly and there was a load cracking noise and they used a new handle for the subsequent firings. The buttress was pulled along with the staples to the distal end of the reload. This caused the staple line in the distal part to be incomplete they removed the staples and buttress material and used another reload to resolve this issue. The staple formation still did not looked well formed and they performed a leak test. There was no leak present, but they still over sewed a portion of the stomach where it looked like the staples may not have formed correctly. The surgical time was extended more than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of the complaint event. Photographic inspection noted the presence of a staple line and buttress material. No abnormalities were visible. Visual inspection and functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.